Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring battery voltage of 2.65 v after 36 months of implant. This device is part of the expanded (B)(6) 2009 population of devices described in the shortened replacement window advisory. This advisory was originally communicated (B)(6) 2007. Although the device did not meet the advisory criteria of 2.65 v within 32 months, engineering analysis of device memory found the device battery was depleting faster than expected based on the programmed settings. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded the device met specifications for normal battery depletion and normal device operation.